Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned about the battery longevity of the implantable pulse generator (ipg).  The device reached elective replacement indicator (eri) following ten year service.  The ipg was removed. No patient complications have been reported as a result of this event.